Event description:
It was reported that during a procedure at the user facility the device is not staying tight, which could lead to inaccuracies. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the device is not staying tight, which could lead to inaccuracies. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.